Event description:
The patient had two leads (from the same lot). The pt underwent a trial procedure on (B)(6) 2013. The following day, the leads were explanted due to cerebrospinal fluid leakage. A blood patch was also performed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.